Event description:
It was reported via repair work order that the unit had no power due to the lift power coil cable and lift sensor coil cord being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.